Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 397 days after a coronary drug eluting stenting treatment procedure the patient required a target vessel reintervention (tvr) to treat in-stent restenosis. Patient presented for the index procedure with an acute myocardial infarction (mi). The lesion being treated was located in the 1st obtuse marginal (1st om). The physician treated the lesion with placement of a 2.75x20mm taxus express2 study stent. At 397 days after the index procedure the patient required a tvr to treat in-stent restenosis. The patient was asymptomatic with no angina present. The lesion was treated with a 2.5x10mm unknown balloon with a good result. There were no further clinical events. The patient was discharged the next day.